Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The problem was reported to tech support as a maintenance required error code 6 but upon arrival at the facility the customer stated that the message displayed was maintenance code# 3. The stm previously performed pm on the iabp and had found moisture build up in unit and transducers out of calibration and full of water. The stm performed the condensation removal procedure and recalibrated the transducers. However, during this visit the stm found the transducers out of calibration again and moisture build up as well. The stm performed the leak testing and the iabp failed for the third portion of the k6, k7, k8 leak test. To address the issues the stm replaced the drive manifold and pressure transducer. The stm then calibrated the transducers and adjusted the 8psi regulator. Once repairs were made the stm performed a complete checkout of unit and functions testing. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use in a patient thecs300 intra-aortic balloon pump (iabp) displayed maintenance code# 6. There was no harm or injury to patient and no adverse event was reported.